Event description:
On (B)(6)/2009, pt's son reported the pt has been having issues with air bubbles in the insulin cartridge for the past 2 years. He stated he can prime all of the air bubbles out of her insulin cartridge when the cartridge is fresh. He stated the cartridge is always new and the insulin is at room temperature. Son reported the air in the cartridge is noticed when it is time to change the infusion tubing. He stated within the time the infusion device is primed and the time it takes to change the infusion tubing the air bubbles build up. Son reported the air bubbles are big enough to fill the infusion tubing 1/2 to 2/3 of the way of air when he primes them out. Son stated the adapter was changed several months ago. Advised the adapter needs to be changed every 10th cartridge change. He reported there are no air bubbles right now and nothing needs to be primed out. No physiological effects were reported. Advised to change the adapter. The pt did not require medical assistance from a healthcare professional or secondary party to address the issue. Sent new adapters; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.